Event description:
Information from intl. Clinical trial database. Two hours after the procedure, contralateral moderate central facial nerve palsy and moderate dysarthria occurred. Both of them are almost completely resolved, right arm weakness and moderate dysphagia occurred. This latter was permanent at the emission of the patient at 04.04.07. Coils used: x-3-8-t10-hss, nexus helix supersoft csr unk, nexus helix standard.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information. Another country's registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.